Event description:
It was reported the customer had a vibrate anomaly on their insulin pump. The customer stated the vibration noise was louder than usual. They also stated it sounded like something was loose inside the insulin pump. The customer's blood glucose was 312 mg/dl. It was also found the insulin pump was vibrating extremely loud during a selftest. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump vibrator rattled during the self test due to the vibrator adhesive not adhering. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.